Manufacturer narrative:
Product complaint #:(B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Is it possible to know if the needle fall into the patient's body? Unknown if needle fell in body were x-rays taken to locate the needle? Imaging was done but outside of wellstar system and patient hasn¿t responded to calls was there any patient consequence or injury? Unknown patient consequences as patient has been called 4 times and won¿t respond what is the patient¿s current health status and condition? Unknown was any other tissue damaged as a result of searching the needle? Unknown what is the lot number? Lot is rjbdtq additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. It was noted " 5-0 suture not working" is this ethicon product? If yes, was there a complaint for the 5/0 suture? Provide details? What is the product & lot number? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient went to urgent care on an unknown date and suture was used. Patient post lumpectomy and was bleeding, went to urgent care, felt the needle snap, couldn't find the needle. The ER cannot find the needle anywhere in the patient with imaging. Additional information has been requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information was requested and the following was obtained: no complaint on the suture, customer was unsure if needle was left in patient. Patient has not contacted customer, this is basically to have on file if patient was to complain about needle left inside of her body. Customer has tried to follow up with patient with no response.